Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited pacing inhibition and non-detection of sensing. A revision procedure was performed where blood was seen in the insulation and lead lumen. The rv lead was tested on a pacing system analyzer (psa) which also indicated non-detection of sensing. It was noted that the entire lead was dis-colored upon removal from the patient's body. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead returned with the helix retracted. Visual inspection noted a cut in the insulation at approximately 9.5 centimeters from the terminal pin. Dried blood/tissue was present around the helix. Resistance testing found the lead to be electrically continuous. Analysis determined the body fluid and blood in lead most likely entered through cut in the insulation. Analysis was unable to confirm the field allegation of non-detection of sensing and pacing inhibition since the lead passed electrically testing.